Event description:
It was reported that the procedure was to treat a lesion in the right superficial femoral (sfa) artery with mild calcification and mild tortuosity. Using the cross over technique through the left femoral artery on a 0.035 mm guidewire the 6.0x100 mm absolute pro self expanding stent system (sess) was advanced to the target lesion; however the stent could not be deployed. The thumbwheel of the sess was reported to be stuck. Eventually, the physician was able to unlock the thumbwheel; however the stent was observed to be partially deployed. The sess was removed by partially capturing the stent inside a larger caliber introducer sheath with difficulty due to the anatomy. No adverse patient effect and no clinically significant delay was reported. The procedure was completed by successfully treating the lesion with another same size absolute pro stent. No additional information was provided.

Manufacturer narrative:
The device was received. Investigation is not yet received. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
The device was returned for analysis. The reported activation/deployment failure and the reported mechanical jam were unable to be replicated in a testing environment as they were based on operational circumstances. The reported difficult to remove was unable to be replicated in a testing environment as it was based on operational circumstances. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. As there was no reported damage noted to the device during the inspection prior to use, it is possible that interaction with the mildly calcified and mildly torturous anatomy and/or inadvertent mishandling/interaction with other devices resulted in the noted device damages (multiple bent jacket stabilizer/outer member, multiple wrinkled sheath, multiple chatter marks on entire length of the sheath and inner member) preventing the shaft lumens from moving freely; thus resulting in the reported mechanical jam and the reported activation/deployment failure; however this cannot be confirmed. The investigation determined a conclusive cause for the reported activation failure including expansion failures and mechanical jam difficulties cannot be determined. Manipulation of the device likely resulted in the noted smashed tip and the noted proximal end of the expanded stent stretched, bent and deformed. Resistance with the mildly calcified and mildly torturous anatomy resulted in the reported difficult to remove. The treatment appears to be related to the operational context of the procedure as the procedure was completed by successfully treating the lesion with another same size absolute pro stent. There is no indication of a product quality issue with respect to manufacture, design or labeling.